Event description:
It was reported that the right ventricular (rv) lead displayed high thresholds. The lead was capped and replaced during an upgrade procedure. During the upgrade procedure, it was noted that thresholds were lower with the pacing system analyzer. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.